Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was bent and broken. This was discovered before use. The following information was provided by the initial reporter: recently we received a complaint regarding bd microfine ultra 4 mm needles. The patient noticed a number of needles in the package that were broken or bent.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was bent and broken. This was discovered before use. The following information was provided by the initial reporter: recently we received a complaint regarding bd microfine ultra 4 mm needles. The patient noticed a number of needles in the package that were broken or bent.

Manufacturer narrative:
H.6. Investigation summary six open 32g x 4mm pen needle samples were returned from lot. No. 9247414, cat. No. 320141. Visual examination was carried out on all six samples and a broken non patient end of cannula was observed on four samples and a bent non patient end of cannula was observed on the remaining two samples. Investigation conclusion visual examination was carried out on all six samples and a broken non patient end of cannula was observed on four samples and a bent non patient end of cannula was observed on the remaining two samples. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.